Event description:
A hospital in (B)(6) reported via our distributor that water leaked from an mr290 autofeed humidification chamber before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint mr290 chamber was visually inspected and connected to a water bag for testing. Results: the chamber filled to the expected fill level, and small drops of water began to build up at the connection between the feedset tube and the water bag spike. Visual inspection revealed that glue was present around the spike tubing connection. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. A lot check revealed no other complaints for the lot number provided. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).